Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 325,225 and 150mg/dl. Tests were done within 10 mins. Pt cleaning with lense paper and no water. Pt using same finger stick. Pt did not report any adverse events. No further info has been reported.